Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a large crack in the screen and unable to read screen. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. Customer called in stated that he has a large crack in the screen internal not external large black spot in screen. The troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.